Event description:
Dealer claims charger caught on fire.

Manufacturer narrative:
The charger is pending an evaluation. Once the evaluation is completed, a follow-up report will then be issued.

Event description:
Dealer claims charger caught on fire.

Event description:
Dealer claims charger caught on fire.

Manufacturer narrative:
The charger is pending an evaluation. Once the evaluation is completed, a follow-up report will then be issued.

Manufacturer narrative:
The charger was returned and evaluated. There was no evidence of fire. The charger was still functional.